Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user did not have all the patients in the report for prescribed medication not loaded for the unit. The technical support specialist (tss) identified that the reporting dataset was found to be stale, with no data captured, which aligned with the customer¿s observation of missing current h4 patients and indicated a scheduled job, extract transform load, or cache refresh issue. Tss confirmed that the es application and database services were available, suggesting the issue was not related to server downtime. A secondary possibility of active directory or allocation mapping drift was also identified, where changes in the h4 unit identifier may have caused report filters or joins to exclude current patients. It was also noted that user level filters on the patient's name or identifier column could have masked visible records in the exported excel file. Tss shared the verification steps and advised the active directory team to review report refresh, etl job health, ssrs caching, and h4 unit code alignment. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user mentioned that no longer they had all the patients in the report for prescribed medications not loaded for unit. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user mentioned that no longer they had all the patients in the report for prescribed medications not loaded for unit. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.